Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level was 600 mg/dl at the time of incident. Customer was not using auto mode. Customer stated that the sensor cannula was bent. Troubleshooting was declined for hyperglycemia and bent sensor cannula. The insulin pump will not be returned for analysis. Frn-mmt-332, unomed-inf set, ozp-mmt.